Manufacturer narrative:
Continued phone number (initial reporter): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: intra and extracapsular rupture.

Event description:
Helathcare professional reported right side "complicated internal appearance due to echoes in the lumen of the prosthesis, a finding compatible with intracapsular rupture. Extravascular gel is found in the space between the fold of the prosthesis external cover and the fibrotic external capsule, a finding related to extracapsular rupture." Device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported right side "complicated internal appearance due to echoes in the lumen of the prosthesis, a finding compatible with intracapsular rupture. Extravascular gel is found in the space between the fold of the prosthesis external cover and the fibrotic external capsule, a finding related to extracapsular rupture." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.